Manufacturer narrative:
Sections with additional information as of 11-mar-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Correction: d1: brand name from "true metrix" to "true metrix air."

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation, customer declined replacement. MDR reported based on the "hi" result from the memory, customer was not concerned with meter and will continue to use, customer was educated. Manufacturer contacted customer in a follow-up calls to ensure that the initial concern was resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). Customer just purchased the meter and test strips on day of call (B)(6) 2021. During the call, a blood test was performed by the customer and produced test result of hi using the meter. The customer was not concerned with the result obtained. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was not reviewed for previous test result history.